Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated ¿loose screw or foreign object inside device¿ issue confirmed. The air-in-line assembly (housing) was found cracked with a piece broken off and floating around inside the device. This report attached in sale force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose screw or foreign object inside. There was no patient involvement.